Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the complaint has been reviewed. The customer stated customer released exposure switch and unit did not terminate exposure. The fse was unable to duplicate the error but found an indication of communication error in the logs. The fse determined the cause of the issue was the interconnect cable. The fse replaced the interconnect cable to resolve the issue. The fse verified system functionality. The interconnect cable sends data, video and power between the workstation and the mainframe. The interconnect cable connectors are compromised of pin and receptacle connections. The receptacle on the interconnect cable is subject to repeated use, by the user, causing wear. The consistent insertion force applied to the connector housing, internal wires, and contacts are uncontrolled and wear or misalignment of contacts or housings may occur. The regular insertion and removal of the cable may damage the connector, wires, or sheath, over time. A failure of this cable/connection would result in system communication errors. During normal life of a system, failures of this nature while not intended can be experienced on a random basis. Based on age of the system, manufactured in 2001, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system appeared to continue to expose. Further review of the system log files determined that the system exhibited an error and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.